Event description:
The customer obtained a lower than expected vitros glu result (< 20.0 mg/dl versus expected 133.0 mg/dl) from a single patient sample run on a vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The lower than expected result was not reported out of the laboratory. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a lower than expected vitros glu result was obtained from a single patient sample run on a vitros 5600 integrated system. Unexpected results were also obtained for multiple other assays, suggesting the vitros 5600 integrated system was not performing as expected at the time of the event. An ocd field engineer replaced the pm incubator ring, home sensor, and drive motor, repaired a bent insert blade, and performed subsystem adjustments to return the instrument to expected operation. Following this service activity, acceptable vitros glu performance was observed. The root cause of this event is instrument related.